Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3000 hemopro would not shut off. It burned some of the surgical drapes. The or crew knew to pull the hemopro back from the harvesting cannula and disconnect the extension cable. The case was completed by converting to open leg surgery. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation results: maquet cardiovascular received the device on 01/29/2010. The visual inspection revealed that the jaws were very burnt and the silicon was peeling. The cannula was received and the tip was melted. Maquet is performing a more detailed investigation. A supplemental report will be submitted when the investigation has been completed and the final failure analysis has been received. (B) (4)